Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
Customer reported concerns when they ran their internal quality controls with ise sodium electrode (na). When patient samples were tested for na they were recovering 10 mmol/l low. The date of event was requested but not provided. The customer indicated there were a small number of results that had been released and reported out of the laboratory. The specific results have been requested but not provided. The number of patients affected has been requested, but not provided. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The lot number and expiration date of the ise sodium electrode was requested but not provided. It was noted that the ise flow path wash was being performed incorrectly. Customer was referred to the appropriate procedure in the operator's manual. A field service colleague noted material and debris on the sample probe. A change of the sample probe has resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).